Event description:
It was reported that a lead was attempted to be implanted, but the physician was experiencing placement difficulty. The helix would not extend and it required an excessive amount of turns for the helix to appear. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.